Manufacturer narrative:
Follow-up #1: date of submission 15-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: during investigation, no moisture was observed under the display lens or battery compartment. The battery compartment was found to be cracked below the grip pad to the case seal. A leak test was performed and a leak was identified in the battery compartment. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of moisture ingress was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the pump casing around the display was cracked and that "fog" was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.